Event description:
Iliac crest biopsy: needle broke during biopsy procedure; surgical intervention with general anesthetic was necessary to remove the remaining part; in this hospital the surgeon only use the cannula to perform the biopsy; the stylet is removed in advance.